Event description:
On (B) (6) 2010, the pt reported that this morning, she had an elevated blood glucose reading of 340 mg/dl because she had not been getting insulin from her infusion device for the past 24 hours. She said she treated her reading by delivering 20 units of insulin via injection which decreased her reading to 137 mg/dl. She said she noticed condensation in the cartridge chamber of her device at 3 am this morning and estimated she had not gotten any insulin for 24 hours. When she removed the cartridge, she noticed insulin had leaked from the cartridge plunger. She did not see any cracks in the cartridge. She had the box the cartridge came from but was unclear about the lot number or expiration date of the cartridge. She provided the number 2004-10 which may have been the manufacture date. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device and cartridge were requested to be returned for evaluation.